Event description:
It was reported that the patient experienced urinary incontinence with his sling. A surgery was performed and an artificial urinary sphincter (aus) was implanted. The patient had a good outcome with a functioning device.